Manufacturer narrative:
Due to character limit in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) batteries would not release from unit. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) arrived on site and verified issue. Fse was able to adjust the springs in the battery bays and the batteries now pop out when removing. Unit passed complete system checkout. Batteries due for replacement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (investigation findings, medical device ¿ problem code).

Event description:
N/a.